Manufacturer narrative:
(B)(4). Manufacturer corrected to (B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that the outer profile of the device was normal. The cuff was deflated and within a few seconds it inflated back to its normal shape. The device was then immersed in water while inflated and bubbles were observed coming from the cuff to the backplate joint. It was found that there was insufficient glue from the cuff to the backplate joint. Based on the investigation performed, the reported complaint was confirmed. It was observed that the cuff was leaking after inflation. The leak was due to incomplete gluing or glue was not properly placed on the joint. The manufacturing site reports that manufacturing personnel have been made aware of this issue and trending of this issue will be closely monitored.

Event description:
Customer complaint alleges "the device was being checked prior to use and the cuff would not stay inflated on testing. As the device could not inflate effectively, it could not be used and was taken out of theatre and replaced by a new one". There was not report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "the device was being checked prior to use and the cuff would not stay inflated on testing. As the device could not inflate effectively, it could not be used and was taken out of theatre and replaced by a new one". There was not report of patient involvement.